Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 47 mg/dl. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended. Reportedly, customer continued to use pump for insulin therapy and declined further assistance from tandem technical support regarding the low bg issue. No additional patient or event information was available.